Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the device would "lock up and then reboot" every time they tried to discharge a patient. There was no patient incident.